Event description:
Meter was reading inaccurately low. Pt had obtained low readings for the past two days. In 2002 at 11 am they decided to go to the hospital because they had been vomiting. The hospital obtained a "536 mg/dl" on their device (unknown meter). The patient was treated with an unknown IV solution. Approximately half an hour later their meter read "30 mg/dl". The pharmacist indicated that the patient did not have any test strips or control solution with them, and it is unknown if the materials were expired. The pharmacist did notice that the patient had been storing test strips loose in the carrying case. It is unknown if the patient had tested prior to going to the hospital and if they had been administering their diabetes medication based on the low meter readings. The patient experienced hyperglycemia because they were unaware of their blood glucose levels. It is known that storing test strips out side their original vial leads to inaccurate low results. It is unknown how long the patient had been storing their strips incorrectly. Patient did suffer an adverse event, as he had blood glucose levels of 536 mg/dl, associated with symptoms of hyperglycemia. If the patient had accurate meter results, they may have been able to treat themselves and avoid the substantially elevated blood glucose levels. Patient may have sought self-treatment and avoided elevated blood glucose levels. The medical affairs specialist mailed a letter after several unsuccessful phone call attempts. The customer service representative replaced patient's meter and test strips.